Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 03/18/2016 arjohuntlegh has received FDA report (B)(4) from (B)(4), the us importer of the device. It was reported to the manufacturer by the end user, per the end user, the facility states that on (B)(6) 2016, the patient was in the lift when the scale broke causing the patient to fall and hit her ribs on the patient legs before falling to the floor. After the fall, the patient said she was fine and refused medical attention. Days later, the patient went to the hospital for unrelated issues and at that point began to complain of her hip bone and pelvic bone hurting. At that point an x-ray was performed and her ribs appeared to be fractured. Complaint (B)(4) were entered into (B)(4) system to have the lift returned to (B)(4) for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
According to the reported information by the facility, on january 10th 2016 during use of hoyer 600 passive floor lift, its scale broke off causing the resident to fall onto the floor. After the fall, the resident confirmed to feel fine and refused any medical attention. Several days later the patient went to the hospital for unrelated issues and at the point began to complain of her hip bone and pelvic bone hurting. An x-ray examination was performed with the result that the patient ribs appeared to be fractured. The manufacturer has taken efforts to carry out the investigation into this event with the following results: several attempts to obtain any additional information regarding the device and the event from the importer's assurance company were made however unsuccessfully. Arjohuntleigh has been informed that the end user did not release the device for an inspection. Moreover, the assurance company (that reported the event to arjohuntleigh) has not been allowed to go on-site to conduct an investigation. With such limited information it cannot be established whether any part was physically broken or unscrewed. Unfortunately, despite our best efforts and several attempts made to retrieve more details, based on the very limited information, it is not possible to determine the root cause of the issue investigated here. After review of reportable complaints on hoyer 600 passive floor lift, we have been able to determine that since 2010 there were (B)(4) complaints in which the spreader bar detached from the jib (lifting arm) related to the number of different root causes. (B)(4) of these complaints were related to the situation where the scale came separated from the spreader bar attachment. Please note that arjohuntleigh manufactured over (B)(4) hoyer passive floor lifts to date. When compared to the amount of sold devices and in comparison to their daily use, the amount of reportable complaints with this failure mode is considered to be low. The instruction for use which was delivered with the device (installation and instruction manual-459005 rev. B for hoyer p. 6-9) advises the way of checking the device before use in order to avoid any risk of harm : "always carry out the daily check lift before using the lift." Daily check lift: "the following procedure must be followed before each use. Inspect the lift for any damage. If there are any cracks or other damage on the lift, or any parts are missing - do not use it. Contact your local representative to have the lift serviced. Inspect the carry bar for any signs of cracking or damage and that it rotates freely." Due to the very limited information and lack of inspection of the equipment involved, we cannot determine the cause of the scale detachment from the lifting arm. Nevertheless it can be assumed that if the recommendation included in the instruction for use were followed, it is highly probable that the risk of scale separation from the spreader bar would have been avoided. Upon the conducted investigation when this event occurred, the device failed to meet its specifications - its scale broke causing the patient to fall during the resident transfer. From this perspective, the arjohuntleigh device was involved with the reported incident. Since the lift was not available for any evaluation, the reported malfunction cannot be confirmed. If there will be new fact disclosed or the device will be available for inspection, the investigation will be resumed.